Manufacturer narrative:
The event date has been approximated to (B)(6) 2015, as mentioned in the event that one day after the procedure when the patient's fever first occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, one day after the procedure, the patient experienced fever and continued every day until on (B)(6) 2015, the patient underwent CT scan and there was no abnormal findings noted. Subsequently, on (B)(6) 2015, the patient had lump which is palpable and tender on the left buttock. An MRI was done and found an abscess in the left third puncture and the patient was diagnosed with gluteus maximus muscle abscess. Reportedly, on (B)(6) 2015, mesh removal on the left third arm was performed and another mesh was replaced. Also, washing and drainage with penrose drain were performed. Additionally, antipyretic and inflammatory response were negative and was done one day after mesh removal and replacement procedure the patient was discharged on (B)(6) 2015.